Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that a needle mechanism failure occurred. The pink slide did not move forward and the needle did not deploy the cannula into the skin however the cannula was visible after the pod was removed. No impact to the patient¿s blood glucose levels was reported. The pod was not worn.

Manufacturer narrative:
The pod was received partially deployed with the formed needle extended past the bottom housing window. Upon opening the pod, it was observed that the linkage assembly was not fully in the undeployed state, the release bar was released from the ratchet gear, and the cam finger was dropped in its post-deployment state, indicating that firing of the needle mechanism had been initiated. During the investigation it was noted that the mechanism rail was damaged. This damage to the mechanism rail prevented the mechanism spring from fully deploying the linkage assembly and resulted in the needle mechanism failing to deploy fully as intended. The damage to the mechanism rail prevented the deployment.